Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was not performing as expected due to inflation and deflation issues. The component was removed and replaced with no patient complications.